Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they had their device replaced by another brand in 2007. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that it was the other manufacturer's device implanted in 2007 that stopped working.

Event description:
Information was received from a patient implanted with a neurostimulator for arachnoiditis. It was reported that the patients device had stopped working. No further complications were reported or anticipated.